Event description:
It was later reported that the nurses could not access the fill port on a refill which resulted in the diagnosis. The physician flipped the pump back over after aspirating the catheter, refilling the pump and doing a back table prime bolus.

Event description:
It was later reported that the pump had flipped after implant. An x-ray was performed to determine the pump had flipped. The healthcare provider (hcp) could not refill the pump. The patient was receiving effective therapy at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump had flipped in the pocket. On the day of the report the patient was in the operating room (or) to have the pump flipped back over. The plan was to fill the pup with a new concentration of medication, clear the catheter and do a back table prime so that the new solution would be in the system. The device system delivered morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.